Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio alerts on the receiver and low blood glucose (bg). The patient stated that the receiver did not give an audio alert that resulted in low bg values. The patient's son called the patient's doctor because the patient stated she felt like she was going to pass out. During the phone call, it was indicated that the patient's bg values wen up to 44 mg/dl and got into the car to go to the hospital. The patient was treated with intravenous (IV) fluids and glucose gels. At the time of contact, the patient was at the hospital in the process of being released and was in stable condition. Additional patient or event information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. A functional test was performed and it passed. Performed receiver dropped tests for audio intermittent and it passed. The receiver case was opened for an internal visual inspection and it passed. The receiver log was downloaded and evaluated with no related errors observed. The speaker resistance was measured and registered within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.